Manufacturer narrative:
Evaluation summary:the reported condition of caught fire and smoked was confirmed. The reported condition occurred due to: while batteries were being changed, battery harness came in contact with pump ground (inside of center housing). Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, associated with this report. Complaint no: cmplnt-000613088

Event description:
The account alleged that with the positioning mode armed for the pt positioning monitor (ppm) the bed would not alarm until the pt was completely off the frame of the bed. The account stated that there were no injuries. The account alleged that a pt was in the bed and the bed was being used in a geriatric unit. The account stated that their maintenance staff adjusted the ppm sensors to resolve the problem. The ppm sensors needed to be adjusted.

Manufacturer narrative:
Upon completion of the evaluation and CAPA investigation, it was determined that the reported condition is not within scope of CAPA-(B) (4) and (B) (4).(B) (4)

Event description:
On october 7, 2009 the facility's biomedical engineer reported to baxter global technical services that on an unknown date, one colleague cxe volumetric infusion pump in which it caught fire and smoked. It was not specified when reported condition occurred, but the facility assumed it was during power up. The reported problem did occur in the central sterile unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as colleague 2006.